Manufacturer narrative:
(B)(6). Concomitant medical product: biomet tibial locking bar, cat#: 141205 lot#: 984380. Ti pps vg ps clsd box 62.5 rt, cat#: cp115732 lot#: 837170. Biomet finned pri stem 80x15mm, cat#: 141320 lot#: 884540. Bmet regenx pri tib tray 71mm, cat#: 141273 lot#: 770260. Rgx 3 peg ser a patella 34mm, cat#: 141357 lot#: 983930. Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04501, 0001825034-2017-04502, 0001825034-2017-04503, 0001825034-2017-04504, 0001825034-2017-04505, 0001825034-2017-04506. Remains implanted.

Event description:
It was reported that the patient had an ambulatory stab phlebectomy for varicose veins. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. In associated package insert 01-50-0975, its states that the patient is to be made aware and warned of general surgical risks, possible adverse effects in advance as listed, and to follow the instructions of the treating physician including follow-up visits. Per the provided medical records the long lasting history of patients lower extremity varicose veins and patient remaining symptomatic despite conservative management led to performing ambulatory phlebectomy. However, a root cause for inflammation was unable to be determined. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.